Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unresponsive touchscreen during a fill tubing step, preventing selection of ¿yes¿ and locking out device use; the issue recurred in the context of a factory reset attempt with a trainer, and the agent advised allowing the device to power down and provided education on an upcoming firmware update expected to resolve the behavior. Symptoms included inability to interact with the touchscreen. Outcomes included temporary interruption of therapy without alarms or hospitalization. Investigation included remote troubleshooting and user education regarding factory reset and learning phase. Investigation of this case revealed a touchscreen responsiveness malfunction during a specific workflow step, consistent with a known software behavior addressed by firmware, with no hardware replacement requested. It was concluded, based on previously established findings for similar reports, that the cause was a software-related touchscreen responsiveness issue during the fill tubing sequence.